Event description:
Booked knee revision, plan a was to revise patella and perform an insert change, plan b remove all implants and insert competitors revision knee. Patella femoral tracking was initial concern, surgeon decided to remove all implants as he believed damage from the patella tracking had occurred. Upon removing each component using osteotomes and removal instruments, each implant showed minimal bone on growth.

Manufacturer narrative:
The patient is (B)(6) in height. An event regarding revision surgery completed in relation to patella tracking concerns involving a scorpio recessed metal backed patella was reported. The event of patella tracking concerns was confirmed based on the x-ray provided. Method and results: device evaluation and results: photographs of the reported device were provided but did not provide anything of note to this investigation. Medical records received and evaluation: a review of the provided medical information by a clinical consultant was rejected with the following comments; patella not tracking noted on x-ray. Need operative report and device examination. Device history review: there have been no reported discrepancies for the referenced lot. Complaint history review: there have been no other similar events for the lot. Conclusions: it is reported that revision surgery took place to address a patella tracking issue. Further information such as operative reports, patient history, follow-up notes and evaluation of the explants are needed to complete the investigation for determining root cause.

Event description:
Booked knee revision, plan a was to revise patella and perform an insert change, plan b remove all implants and insert competitors revision knee. Patella femoral tracking was initial concern, surgeon decided to remove all implants as he believed damage from the patella tracking had occurred. Upon removing each component using osetotomes and removal instruments, each implant showed minimal bone on growth.

Manufacturer narrative:
An evaluation of the device cannot be performed as the device was sent to biomedical engineering at the hospital and was not returned to the manufacturer. Additional information has been requested. Should additional information become available it will be reported in a supplemental report upon completion of the investigation. Not returned to the manufacturer.